Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, mesh was implanted concurrently with an anterior/posterior repair. The patient experienced pain, erosion of her internal bodily tissue, recurrence, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported the patient had corrective surgery in (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence. It was reported that the patient underwent a cystoscopy , open mesh peritoneocolpopexy and repeat cystoscopy on (B)(6) 2012 due to recurrent cystocele, recurrent vault prolapse and recurrent enterocele. It was reported that the patient underwent an open suprapubic incisional hernia repair with bladder involved, with polypropylene trelex mesh on (B)(6) 2013. As per operative report: mesh trelex natural 6x6 by maquet inc was implanted in the abdomen. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a sling was implanted. Concomitantly the patient underwent a anterior/posterior repair

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.